Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt has a stimulator implant in their back and they are having a problem finding a doctor who does the paresthesia method of implanting the leads in their back. When they had the trial period their pain management doctor implanted the leads by the paresthesia method. The stimulator worked 100% and they could walk at least 1000 feet, but when the next doctor did the permanent implant it didn't work, she did the anatomic method of implanting the leads in their back. Since then they haven't been able to find a doctor who could adjust their leads the paresthesia method, which is a proven method that works. They would like some names of doctors who could do the lead implants the paresthesia method,.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6) product type: 0200-lead; implant date(B)(6)2023 ; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; implant date (B)(6)2023 explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.